Event description:
A user facility reports that during intraocular lens (iol) implant surgery, the posterior capsule broke as the lens was place in the eye. The lens was replaced. Additional information, including patient status, has been requested.

Manufacturer narrative:
The product has not been returned for evaluation. There have been no other complaints reported in the lot. Additional information was requested 12/13/2007 by fax and mail. A completed questionnaire has not been returned.